Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by the caregiver that a patient had a trans-gastric jejunal tube placed in march, and during the procedure the physician placed two external bolsters to secure the suture with t-bar fasteners. At the time of this report, only one bolster fell off as expected. The other bolster was removed by cutting the suture, which is an alternate removal method described in the instructions for use. The gj tube was removed, and patient is receiving nutrition via a PICC line. CT scan of the patient showed that one of the t-bar fasteners was retained within the abdominal wall. The patient will have surgery at a later date to remove the t-bar. Additional information has been requested but not received at this time.